Event description:
It was reported that a patient was seeing the end-of-service (eos) message. It was noted that the patient "completely charged" the implantable neurostimulator (ins) two weeks prior to the report and saw the eos message. It was stated that the patient "used to have the ins 24/7 with a low setting or vibration". It was reported that the patient was told that the ins would last 10 years.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a, lot# j0217146v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient currently couldn't recharge the implant or communicate with the implant at all. It was stated that when it was on and working the patient was very happy because he had 70 to 80% of his hip pain covered. It was noted that the patient's previous two implants were depleted because he would have to leave them on 24/7 hours/day for polio. It was noted that the patient did not currently have a follow up doctor. It was noted that the patient originally met with a manufacturer's representative "about1.5 years ago" when they determined the patient's implant was at eos.